Manufacturer narrative:
A replacement breast pump was sent to the customer. The customer reported low suction that could have contributed to a breast infection. She is currently taking antibiotics and a prescription topical cream. Attempts by medela's clinical department to follow up with the customer to determine the type of infection have been unsuccessful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product was received and inspected by our qe department on 12/30/2014. See page 3 for product evaluation.

Event description:
The customer reported to customer service that her freestyle breast pump has low suction which could have led to a brest infection. She is being treated by her physician for an unspecified infection with antibiotics and a prescription topical cream.